Manufacturer narrative:
Submit date: 08/24/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the display was blank. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank screen¿. The unit was triaged and the reported issue was confirmed. When the unit was disassembled, a component was found to be burnt on the printed circuit board. This burnt component is believed to be the possible root cause. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.